Manufacturer narrative:
Estimation information has been received and has been added to section h10 of this report. The device was returned to olympus for evaluation and the customer's allegation of the cleaning brush being caught during manual reprocessing was confirmed. The device evaluation found the plastic distal end cover was damaged. A non-olympus cleaning brush which was inserted from the distal end to the control body and that could not be removed was clogging the biopsy channel. It would likely have been clogged during the cleaning/disinfection process. The mouthguard piece for the endoscopy was damaged. The customer reported that the reprocess of the device at the customer site was not completed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the cleaning brush gets caught in the evis exera iii gastrointestinal videoscope during manual reprocessing. Inspection and testing of the returned device found insufficient or incorrect reprocessed scope was used for next procedure_ foreign material cannot be removed even if the correct reprocess is performed due to the buckling of each channel or nozzle / the gap on the insertion section or the boot. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, however, no information has been provided at this moment. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A specific root cause of the foreign materials being stuck in the biopsy channel could not be determined at this time. It is possible the foreign materials were not removed due to improper reprocessing and use of a non-olympus brush. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) IFU: gif-h185 operation manual chapter 3 preparation and inspection states how to detect the event. IFU: gif-h185 reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.